Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events of low intraocular pressure, choroidal detachment and hyphema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling the following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis). The xen®45 gel stent and xen® injector should be carefully examined in the operating room prior to use. If increased resistance is observed at any time during the implantation procedure, stop the implantation procedure immediately and use a new xen® system.

Event description:
Healthcare professional reported the tip of the implant was broken in the subconjunctiva during implantation to the right eye on (B)(6)2017. The next day it was repositioned. Two days later, a low iop was noted (7 mmhg) along with a shallow chamber. This progressed to choroidal detachment (kissing choroidals). On (B)(6)2017 "patient complained about eye pain" and cyclopentolate treatment was started. On (B)(6)2017 "choroidal detachment drainage was performed and hematic aqueous was drainage (maybe due to anticoagulant). Refill of ac was performed with viscoelastic." On (B)(6)2017, "patient was hospitalized" due to "kissing choroidals." Patient was treated with "atropine, sterodex, oflox, p.o prednisone 20mg/day." Patient has improved. The device remains implanted.